Manufacturer narrative:
The unit p-cap or test reservoir locks in place properly. The pump passed the functional tests, including the displacement test, rewind test, prime/seating test, force sensor, occlusion and basic occlusion test, . However, the pump failed the sleep current measurement, active current measurement and self test due to moisture damage found on stack electronic assembly and battery tube assembly. Pump error 63 alarmed during self test and confirmed in history file due to broken trace at u1 keypad assembly. The pump was cut open and moisture damage was found on the keypad connector on j1/pcb 1, j6 connector internal battery, j7 power connector, flex cable, battery tube assembly, motor and force sensor during visual inspection. No device heating up noted during testing. The pump was received with a cracked select button on the keypad overlay and corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was overheating at the battery compartment and battery as well. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.